Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 71-year-old female patient presented to his (B)(6) with concerns related to a previously placed dental implant. The initial implant placement was performed on (B)(6) 2020 at tooth location #14. It was reported that the implant was not placed following immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026. During the examination, the doctor discovered that the implant had a fit issue, and it was removed on the same day using a crown remover. The implant was not replaced. The type of abutment was unknown. It was reported that the prosthetic restoration was performed on (B)(6) 2021. The prosthesis was a single tooth, and the opposing arch consisted of natural teeth. The patient had symptoms of inflammation and pain, which resolved after implant removal. The patient did not sustain any permanent injury. An additional medical or surgical procedure involving bone grafting and placement of a collagen plug was performed. It was further reported that the patient had excellent oral hygiene. No abnormalities were noted with the implant or its packaging.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).